Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs show messages consistent with the customer's complaint. However, these messages do not necessarily indicate a device malfunction. The associated multifunction cable was not returned for evaluation. Without evaluation of the multifunction cable, the reported malfunction cannot be confirmed. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.